Event description:
Event description cpi received information that they were unable to get adequate dft's with the endotak and subq array. A few days later they elected to remove the patient's endotak. Later they found out that early in this case the patient suffered a punctured lung, and was acidostic-very unstable, which problaby accounts for poor dft's.